Event description:
During a left laparoscopic hand-assisted radical nephrectomy, the endostapler misfired over a vessel. Reload misfired at 7th firing. Reload stuck to vein and tore vein causing bleeding.